Event description:
The customer reported that the device suddenly powered off. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. The device did not turn on via battery power but did turn on with the ac power. During operational and functional testing, the device was able to obtain readings and audio and visual status indicators were functioning. Internal inspection found contamination inside the bottom housing. The battery was substantially depleted and the system board is designed to not allow the battery to charge once it falls below a minimum voltage limit. A known good battery was installed and the device was able to power on and remained on throughout the burn-in oven testing for 16 hours. The customer complaint of the device powering off was not duplicated. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the device suddenly powered off. No consequences or impact to patient were reported.